Event description:
During advancement of an aq2010v silicone iol through an aq cartridge, the lens became difficult to advance and was unable to be delivered into the eye. It is unknown if the device malfunctioned.